Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The clinic manager provided four pictures. Image 1 shows the label side of a dialyzer, and the fibers appear to be tinged with blood. In image 2 and 3, a dialyzer is placed with a dialysate port facing up. Blood appears to be present in the dialyzer, around the fibers, and extending from beneath the dialysate port towards the middle of the dialyzer housing. Image 4 shows the label side of a dialyzer with blood in the dialyzer, around the fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred about 2 hours after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. The machine was pulled for service and it was unknown if any repairs were needed. It was reported that the machine was not back in service at the time of the call. Blood leak test strips were not used as the leak was visually observed near the hansens. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment because it was described as ¿extra treatment¿ and the patient was almost done with the extra treatment. The complaint device is not available to be returned to the manufacturer for evaluation because it was discarded. However, photos of the dialyzer were provided.